Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 6dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer stated that the unit had a touchscreen issue. The touchscreen would not calibrate. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 02/18/2019, date rec¿d by MFR : 02/09/2019. Failure analysis on the returned touch screen shows that the ul_lr and ur_ll resistance were out of spec and resistance ratio ul_lr/ ur_ll were out of spec. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 24dec2018. Date of manufacturer: 23dec2018. The manufacturer¿s field service technician confirmed the v60 failed touchscreen calibration. The manufacturer¿s field service technician replaced the touch screen, calibrated the touchscreen, performed performance assurance and returned to customer repaired.